Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2020, 4688 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: diagnosis: a. Uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: proliferative endometrium. Myometrium with adenomyosis. Unremarkable cervix. Bilateral fallopian tubes with scarring. History: 45-year-old female with essure in place, desires complete removal. Operative procedure/tissue submitted: pelvic exam, total laparoscopic hysterectomy, cystoscopy, bilateral tubes, essure removal, possible ovary and all indicated procedures. Gross description: in addition, there are two metal wires found measuring 7.5 cm and 7.3 cm. They are found within the left and right fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: medical records: new reporter added; essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes. Lab data/surgical pathology report added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6)2007, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 04-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.